Event description:
During preparation for cardiopulmonary bypass, the arterial pump speed was reduced by the user while the cardioplegia delivery pump speed was allowed to remain at a relatively high rate. Because the flow rate of the cardioplegia pump was higher than that of the arterial pump, negative pressure developed on the fluid side of the oxygenator membrane, resulting in the introduction of air into the extracorporeal circuit. The event occurred during priming of the pump circuit. The event occurred during priming of the pump circuit, so there was no risk of adverse consequence to the pt as a result of this event. The extracorporeal circuit was successfully cleared of air and the surgery was completed without incident.